Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Additionally, it was reported that the customer received multiple temperature alarms. The customer stated that the alarms repeated whether the pump was charging or not charging. The customer's blood glucose level was in the 300 (mg/dl) range and was addressed with insulin syringes. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the battery issue was verified. Based on the analysis, the alleged temperature alarm issue could not be verified. Additionally, a different issue was identified.